Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure, while advancing the flow diverter inside the subject distal access catheter, the guide wire came out of the distal access catheter and into the aneurysm. The guide wire was slowly pulled back into the catheter and safely removed together with the flow diverter and distal access catheter. The physician concluded that the distal access catheter was fractured on its side. The physician replaced it with a new device and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
Manufacturing date added. Device evaluated by mfg updated. Summary attached updated. Expiration date added. Product available to stryker updated. Returned to manufacturer on updated. The device history record review confirms that the device met all material, assembly and performance specifications. During visual inspection, the distal 22cm of the catheter was stretched. There was a hole/perforation noted at 4.5cm from the distal end. No other anomalies were noted. During functional testing the device was flushed with a valve on the distal end and flush leaked from the perforation to the catheter shaft. Based on device analysis and additional information, the patient¿s anatomy was tortuous. In the case of this complaint, it is probable that the tortuous anatomy may have caused the damage noted to the device causing the reported event. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
It was reported that during the procedure, while advancing the flow diverter inside the subject distal access catheter, the guidewire came out of the distal access catheter and into the aneurysm. The guidewire was slowly pulled back into the catheter and safely removed together with the flow diverter and distal access catheter. The physician concluded that the distal access catheter was fractured on its side. The physician replaced it with a new device and completed the procedure without clinical consequences to the patient.